Event description:
It was reported that during se-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen was frozen. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) evaluated the suspect monitor and could not duplicate the reported problem.